Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Enduser alleges that new out of box pad-pak-01 does not work when placed in a known working samaritan pad unit (B)(4). No patient involved.

Manufacturer narrative:
No fault found with the returned sam pad device. This device was requested to be returned following the return of a pad-pak with a blown fuse, investigated under (B)(4), in order to rule out a fault with the device. The returned sam pad device performed to specification throughout testing at heartsine, and there was no evidence found of the device blowing pad-pak fuses. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The battery monitoring circuitry was also verified during the investigation; therefore, it is assumed the low battery fails detailed in the report were due to the pad-pak being removed and then not properly seated within the device during the self-test or replaced with a partially depleted pad-pak, and not due to a fault with the device. Therefore, it is concluded that the blown fuse found in the pad-pak returned under (B)(4), was most likely due to a handling issue, resulting in an accidental shorting between the battery terminals. The returned sam 300p is outside its warranty period and will be scrapped.

Event description:
Enduser alleges that new out of box pad-pak-01 does not work when placed in a known working samaritan pad unit 08a00042948. No patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4). Correction of date rec'd by MFR reportability awareness date to the 8th february 2018.

Event description:
Enduser alleges that new out of box pad-pak-01 does not work when placed in a known working samaritan pad unit 08a00042948. No patient involved.